Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 6 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for stuck together with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that during use with a bd vacutainer® safety-lok¿ blood collection set with pre-attached holder the tubing was split tubes causing them to stick together. The following information was provided by the initial reporter, translated from japanese to english: this is a report about tubes that are stuck together. Tubes are stuck in each other; if the customer tries to separate them by force, they will be broken.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with a bd vacutainer® safety-lok¿ blood collection set with pre-attached holder the tubing was split tubes causing them to stick together. The following information was provided by the initial reporter, translated from (B)(6) to english: this is a report about tubes that are stuck together. Tubes are stuck in each other; if the customer tries to separate them by force, they will be broken.